Event description:
It was reported that the customer was hospitalized twice due to high blood glucose. It was stated that on (B)(6) 2012, the customer was brought to the hospital with a glucose level over 600mg/dl and released the following day. The customer was hospitalized again on (B)(6) 2012 and released four days later with a glucose level over 600mg/dl. Troubleshooting could not be performed as the customer stopped wearing the insulin pump since two days before the call. It was stated that the customer went back on manual injections. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.